Event description:
A pt implanted with uss system at l4-s1 developed adjacent level disease and was returned to the operating room eight years post implant. The surgeon decided to replace the hardware rather than extend the existing construct. He chose to remove 4 uss screws, 4 uss nuts, 4 uss collars and 1 transconnector (pt was reportedly fused) and replace all hardware with competitive product.

Manufacturer narrative:
(B)(4). Additional info has been requested. Manufacture site and manufacture date cannot be determined without a lot number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.